Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The entire lot has been sold and distributed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
The set was not made available for evaluation.

Manufacturer narrative:
(B)(4). A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient indicated an air detected in cassette warning alarm occurred during dialysis treatment using the cycler. Treatment was cancelled and while stripping down the cycler fluid was detected in the cassette compartment and on the cassette. The pd patient stated that he is feeling fine and has had no further issues or adverse event. The set was being made available for evaluation.